Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that blood glucose increased above 33 mmol/l (594 mg/dl) after approximately one day of pod wear on the arm, which resulted in a medical event. The patient stated that the pod was observed to be leaking and they developed symptoms including vomiting, with blood glucose remaining high despite self-administration of manual insulin injections. The patient was subsequently hospitalized, with ketone levels reported at 7.2 mmol/l upon admission. The pod was removed at the hospital, and the patient reported observing a skin reaction at the infusion site. Treatment during hospitalization included insulin infusion, and the patient was placed on supplemental oxygen and underwent an electrocardiogram. They remained hospitalized for approximately four and half days. The patient was unable to provide the name of the healthcare facility where they were admitted, and no further details could be obtained despite multiple good-faith efforts for additional information.